Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle of 75 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, at 80 percent and prior to release, the valve was at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc), and it was able to be implanted. Post-implant, it popped up on the non-coronary cusp (ncc). A snare was used to reposition the valve by pulling upwards into the ascending aorta. An unspecified grade of paravalvular leak (pvl) was noted; post-implant balloon valvuloplasty (post-bav) was performed twice using a 18mm and 20mm, non-abbott balloon. A second 23mm, navitor vision valve was deployed within the index valve. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes the cause of migration as inadequate pre-dilatation and axial misalignment. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.